Event description:
A report was received that a pt's leads and lead extensions were explanted, because they were beginning to surface through the skin. The pt experienced redness and swelling at the lead site. The pt is expected to be re-implanted in the future.

Manufacturer narrative:
The explanted devices were not returned to bsn for eval as they were discarded by the medical facility.